Manufacturer narrative:
Reportable malfunction with inomax dsir (B)(4) was created as (B)(4). The service log review revealed a delivery failure alarm due to apparent ipl failure. The 50018 main board was replaced due to the service log findings. A full functional test was performed and the device operated according to specifications so it was returned to the field.

Event description:
On 11-oct-2018, a mallinckrodt internal employee discovered a delivery failure alarm due to apparent ipl failure during routine service log review for inomax dsir (B)(4). There was no complaint alleged against this device. This match was found during routine review of preventative maintenance service logs. This is being reported as it is considered a reportable malfunction.